Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The occupation is lay user/patient.

Event description:
The initial reporter stated she received discrepant results when testing with coaguchek vantus meter (B)(4). At 8:40 a.m., a sample from the patient was tested using the meter, resulting with a value of 6.0 inr. At 8:41 a.m., a sample from the patient was tested using the meter, resulting with a value of 6.0 inr. Each measurement was performed using a different test strip lot, lot 43492321 with expiration date of 30-apr-2021 and lot 44009621 with expiration date of 31-may-2021. At 9:20 a.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 4.5 inr. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is once every two weeks.